Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveform. The patient¿s clinical site was advised to monitor the sensor readings for clinical correlation. No additional information is available at this time.